Manufacturer narrative:
(B)(4).

Event description:
It was reported the surgeon was unable to get the surgical paddle to stay midline for 5 out of 7 patients. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Follow up reported the physician struggled with placement but eventually got the lead in a good midline location. It was noted the patient had very good coverage.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2012. Product type: implantable neurostimulator: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger: product ID 355531, lot# n325241, implanted: (B)(6) 2012. Product type: screening device.